Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a gradual impedance increase, impedance was high, and the lead integrity alert had triggered. No noise was observed on the electrogram when the patient performed physical movements. The alert upper limit has been reprogrammed twice to a higher value. The lead remains in use. It was further reported that the lead was caped and replaced. No patient complications have been reported as a result of this event. Additional information was received indicating a new lead was placed for pacing and sensing and the high voltage portion of the lead remains in use.

Event description:
It was reported that there was a gradual impedance increase, impedance was high, and the lead integrity alert had triggered. No noise was observed on the electrogram when the patient performed physical movements. The alert upper limit has been reprogrammed twice to a higher value. The lead remains in use. No patient complications have been reported as a result of this event.